Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch also; moisture damage was found on the electronics noted. Unable to perform displacement test due to motor error alarms. The insulin pump has cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and rewind anomaly. Customer's blood glucose was unknown mg/dl.